Manufacturer narrative:
(B)(4). Insulin pump had cracked retainer. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was broken. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.